Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7209819, medical device expiration date: 2022-07-31, device manufacture date: 2017-08-18, medical device lot #: 7209803, medical device expiration date: 2022-07-31, device manufacture date: 2017-09-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that catheter of a bd insyte¿ IV catheter was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Our quality engineer was able to verify the reported complaint. Although no photos or samples have been received for analysis of the claimed defect, the claim can be confirmed based on the result of the analysis performed on the assembly batch history involved in that claim and the analysis of the maintenance during the manufacturing period of the claimed lots. The most probable root cause for catheter damaged/defective would be a failure during the siliconization of the catheter that happens during the assembling process.

Event description:
It was reported that catheter of a bd insyte IV catheter was broken. There was no report of exposure, injury or medical intervention.